Event description:
Customer reported to beckman coulter, inc. (Bec) that a light brown liquid (about 10ml) adhered to the outside of the reagent cartridges on the bottom reagent carousel of the unicel dxc 800 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found some evidence of spillage in the reagent storage area in the lower deck. The fse removed and inspected all reagent packs for leakage. The fse could not identify any leakage from the reagent packs. The fse noted that some of the reagent packs had been thrown out by the user due to spillage on them.

Manufacturer narrative:
(B)(4).